Event description:
It was reported that the patient was admitted to the hospital for syncope. The atrial lead had no capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted. (B)(4).